Manufacturer narrative:
Visual examination of the returned device found the cage was fractured into three pieces. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the cage fracturing intraoperatively cannot be determined from the sample and the information provided. A potential root cause may be unanticipated force inadvertently placed on the cage during impaction. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not yet returned for evaluation.

Event description:
Implant became disconnected from implant holder and shattered during insertion into patient. This lay in situ and was removed before the procedure continued. Another cage was then successfully inserted into the patient.